Event description:
Customer reports a cracked dialyzer on reuse number 19 after the dialyzer was reprocessed and prior to patient treatment. The crack was visually noted to be on the venous header running parallel to the header threads. Treatment was continued with new disposables. No patient injury or medical intervention reported.